Event description:
Drive devilbiss is the initial importer of the device which is a power mobility scooter. There was no product issue. The end-user was traveling through a doorway when the door swung back and knocked her off the scooter. The scooter ran over her feet. Patient was taken to (B)(6) hospital where she was diagnosed with fractured back and torn ligaments.